Event description:
Reported via patient call center it was reported that vessel trauma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient reported that their bladder pushed on their vein resulting in trauma to the vein. The patient had to remain lying flat and was hospitalized for the night with slight dyspnea. The patient has since been discharged and is doing better. There were no other complications that were reported to have occurred.